Event description:
A customer reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, which successfully resolved the issue, allowing the customer to start their sensor session without further problems.